Event description:
It was reported that patient underwent hip revision surgery due to osteolysis about twelve (12) years after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: allofitâ® alloclassicâ®, shell with polar screw plug, uncemented, 50/hh, item#: 4244, lot#: 2487376; femoral head +7x32mm dia ns, item#: 00-8018-032-14, lot#: 61401646; tm prim fem st 11 mm exoff, item#: 00-7864-011-20, lot#: 61347683. Report source: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00626. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided: product evaluation could not be performed. Review of the manufacturing records identified no deviations or anomalies during manufacturing related to the reported event. Devices used for treatment. No medical records were provided. An x-ray was provided but was undated. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.